Event description:
Customer alleges customer is crawling out over the rails. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model gbed-15ivc, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, who weighs (B)(6). The consumer's preexisting medical condition states he has dementia. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's wife stated that her husband is crawling out of bed over the bed rails and has fallen numerous times. He has acquired scrapes on his hips, and sides of his body. There was no malfunction of the invacare bed or bed rails. The consumer stated that wound care personnel questioned her about the scrapes on her husband - the husband has been taken out of the care of his wife. The wife continues to blame the bed/rails for her problems. Minor injury is alleged and medical intervention was allegedly performed when the consumer was taken out of the home.